Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a brachiocephalic fistula, the tip of the 12x40 mm armada 35 percutaneous translumnial angioplasty (pta) catheter was retained [remained in anatomy]. There was no reported treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported tip separation. It is possible that interaction between the tip of the armada 35 catheter and the associated devices during use caused the separation, however this cannot be confirmed. Additionally, the subsequent patient effect was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.